Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of manufacturing records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the transducer was leaking. It is unknown if the event occurred during patient use; however, no harm was reported as a result of this event.